Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device is stuck at bios password screen. The field service engineer reseated ssd cables at both ends and rebooted successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the station is stuck on black/blue box password required password causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.